Event description:
It was reported by the surgeon that a pt had a tka utilizing navigation pins. Following surgery, the pt fell from a ladder at home and fractured her tibia at the proximal middle third. The pt underwent trauma surgery, where a rod was placed in the tibia and one screw to secure it.

Manufacturer narrative:
The prod was not returned for eval. X-rays have been forwarded to stryker for further investigation. A recall was initiated on the instructions for use for these pins. The instructions for use were revised, and now contains new warnings regarding aspects of pin placement in the femur and tibia.